Event description:
It was reported by the physician that the left ventricular (lv) lead ¿came out of the box with a blister on the proximal end of the pin¿. Information from the company representative indicates that when the physician flushed the left ventricular (lv) lead during the implant procedure, the proximal portion of the lead assembly inflated with fluid like a balloon. The lead was not used and another lead was implanted. It was also reported that during a routine check it was noted that the right atrial (ra) lead impedance was fluctuating. This was monitored for several months, and subsequently on interrogation it was noted that the impedance trends were rising and high values were noted. The lead was capped and replaced. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).